Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The solenoid spacers were replaced and sent for in-house evaluation. Preventive maintenance was performed. The system was then tested and met all product specifications. The sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The customer reported that during set-up a system message displayed. The system was unsuccessfully rebooted. There was a 60 minute delay while another system was retrieved. None of the patients were prepped for surgery. No patient injury was reported.